Event description:
(B)(6) FDA reported a consumer complaint involving a (B)(6) male who experienced blurred vision, tearing, eye pain, and was taken to the ER. Consumer was referred to an eye doctor who diagnosed and treated for corneal abrasions. Condition improved during the week. Consumer was wearing decorative contact lenses purchased off the shelf from a "(B)(6)". Consumer's mother who reported the event to FDA requested confidentiality. (B)(6) FDA reported to bausch + lomb that a modified bioburden test was performed on one sample from lot gh0066 and resulted in an observation of viable mold. This reported result indicates the potential for compromised package sterility. The mold species was not identified and a bausch + lomb investigation is ongoing.

Manufacturer narrative:
Product was not returned for eval. A review of the lot batch records and chemical testing of the retain sample showed all requirements were met.